Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device received a shock and sought medical care due to an upcoming vacation. Data review failed to illustrate a shocking event episode; however did show noise and t-wave oversensing in two untreated episodes. The untreated episodes were approximately two years apart, with the most recent approximately two months ago. Data was forwarded to engineering for further review at which time, oversensing was confirmed due to a baseline drift and a potential header or an electrode migration, anomaly. The patient later returned for manipulation of the device, which did not lead to any significant changes in vector signals and showed no evidence of baseline drift. Further information was then forwarded for engineering evaluation and again root cause could not be identified. A request was made to inquire with patient what activities were being performed during both the untreated episodes.